Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0 / (B)(4)/ model #: 1420 / expiration date: 2018-08-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-08-31 (B)(4). Heartware ventricular assist system ¿ battery, device evaluation anticipated, but not yet begun (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and low flows with their ventricular assist device (vad) after they accidentally disconnected both power sources from their controller. It was suspected that one power source was not secure and became dislodged while the other one was being changed. The controller and pump remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was a participant in the vad destination therapy trial improved blood pressure management clinical study.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump, controller, and one (1) battery with unknown serial number were not returned for evaluation. Review of the controller log files revealed two (2) low flow alarms logged on (B)(6) 2018. As a result, the reported "low flow alarm" event was confirmed. Additionally, log file analysis revealed a controller power up event on (B)(6) 2018, at 19:17:36. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 52% relative state of charge (rsoc) and a battery was connected to power port two (2) with 97% rsoc. The data point recorded after the loss of power revealed that an active adapter was connected to power port (1) and a battery was connected to power port two (2). The controller was without power for 14 seconds. As a result, the reported "loss of power" event was confirmed. However, the reported "power source not secure and became dislodged" event could not be confirmed due to insufficient evidence. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported poor mechanical connection event can be attributed, but not limited, to connector damage. Based on the risk documentation, possible causes of the reported "low flow event" event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction in the outflow graft, poor vad filling. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. An internal investigation was initiated to capture events involving the controller losing power. Additional products: controller 2.0 / (B)(4). H3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 19 battery/ unknown serial h6 FDA method code(s): 4114 h6 FDA results code(s): 3221 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.